Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the reported issue was not identified. It was presumed the failure of the locking of the video connectors resulted in instability of the electrical connection of the video connectors and was caused by the ability to correctly transmit image signals from the scope to the video processors. It was presumed that failure occurred because the user applied forceful forces or squeezed hard. It was presumed that the device had been delivered for more than seven years, due to repeated use for a long period, failure occurred, or by the user attempting to pull out the video connector without lowering the unlock lever more than 7 years have passed since the delivery of the device, and it was presumed that the device failed due to age deterioration. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to the video system center and/or other instruments connected. Push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received for evaluation. Evaluation determined that the user reported issue was not confirmed. There were multiple issues with the unit, some of which could lead the customer to believe there was a power issue and no scope communication. The front panel and fp chassis were found deformed and cracked. The receptacle board was smashed in the front and has a missing flap and crushed locking lever. The maj-1430 had to be put in at a slight angle. It is possible the power button might be out of alignment. The unit was left on for over an hour with no interruptions observed. The monitor remote functions were found not responding to the function key on keyboard. Testing of cp (control processor) board was performed and confirmed a faulty cp pcb board. The identified parts were replaced and repaired. Once completed, the device was tested and passed all required testing and specifications.

Event description:
It was reported that the device exhibited power issue and was turning on intermittently. The issue occurred during preparation for use. There was no patient involvement on this report.